Event description:
An abdominal stent graft system implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely calcified, moderately tortuous and small in diameter 6.5 mm. It was reported that the device was inserted in the patient four different times, twice on each side; however, the delivery catheter would not advance past the bifurcation of the aorta. Upon the fourth insertion, the delivery catheter kinked and was removed from the patient. The case was completed with an aneurx bifurcated stent graft and a 36 talent aortic cuff implanted proximally to the aneurx in the 30 mm aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results and conclusions: severely calcified, moderately tortuous and small in diameter 6.5 mm vessels.